Event description:
Fluorouracil 46 hr infusion pump, failed to deliver the medication due to kinked tubing. There was no alarm to notify the pt. Pt did not receive the intended dose of 5-fu. Coram home infusion was contacted (B)(6). They stated that this is the only tubing they have available for this pump and it is not feasible for them to replace the tubing. The solution they offered was to tape around the tubing to prevent kinking. The nursing staff take this advice with trepidation as it is not a viable fix.